Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty cable. The cable was returned to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that melted insulation was identified on the plug for a heater-cooler system 3t during maintenance. There was no patient involvement.

Manufacturer narrative:
The cable was returned to the supplier for further evaluation. The investigation determined that the power cord has no damage except for the fused point on the plug. The device current itself can not possibly be high enough to cause this damage. A measurement of the conductor resistance showed no deviation from the specification. Based on the above, livanova (B)(4) determined that a defective outlet with an increased contact resistance is the root cause of the reported malfunction.